Event description:
Customer reported that a pt suffered 2nd and 3rd degree burns on her thigh measuring 3 cm in width during a gynecological procedure. It was reported the 3m universal electrosurgical grounding pad became damage (ignited) during the procedure, causing the burns. Unused samples from the same lot were tested. Overall testing or both complaint samples and retains indicate that the product from lot 2014-01 bc was produced correctly, and met product specs. There was no indication that the 9160f mfg product was the root cause of the medical complaint.

Manufacturer narrative:
No other adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. No eval will be performed.